Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. The t:flex cartridge user guide states ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer uses cold insulin to fill cartridges and does not practice proper air removal technique. No impact to customer's blood glucose. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.